Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated they changed the battery but that it did not resolve the issue. During troubleshooting, customer was asked if the device showed physical damage and customer stated it does not. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 350 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump had a constant failed battery test alarm due to a faulty battery tube. The battery tube was disconnected and reconnected to the interface board and no failed battery test alarm was noted afterwards. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.